Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The events of redness and "raised up" are physiological complications and analysis of the device generally does not assist allergan in determining a probably cause for these events.

Event description:
Healthcare professional reported three days after an injection with juvederm ultra xc in the nasolabial folds the patient developed "redness" and it was "raised up" at the right nasolabial fold injection site. The patient was concomitantly injected with juvederm voluma xc in the "cheek bones". The healthcare professional believes the patient's symptoms are not related to juvederm voluma xc and were only related to the juvederm ultra xc injection. Ice and benadryl were provided as treatments for the symptoms. Symptoms resolved "4 to 5 days" after symptom onset.